Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample was not returned for evaluation; therefore, a device analysis could not be performed. If additional relevant information becomes available, a follow up report will be submitted.

Event description:
It was reported that a small volume folfusor had underinfused. The folfusor was filled with a solution of 3180mg fluorouracil in 116ml 0.9% sodium chloride. The device was expected to infuse for 46 hours, however the device was observed, after 46 hours, to have 24 hours of solution remaining. There was patient involvement; however, there was no report of adverse event in association with this event. Additional information was requested and is not available.